Event description:
The device is reported as having burned patients. The wires and pads are reported as having been replaced, yet another patient was burned. (This is a different device as reported in case# (B)(4)/3012316249-2017-00079.) This patient is reported as having developed a sore after interferential treatment. No discomfort is reported as having been experienced during the treatment, again, just the sores afterwards. The sores/burns were reported as having occurred one day after treatment, and lasted for several weeks. No medical attention is reported as having been sought after or received for the burns.